Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Patient was revised to address loosening of the stem. Update: 5/10/2012 - preliminary disclosure form was received as a supplement to litigation. It provides part and lot for an asr cup and head, which we are adding due to mention of dislocation in litigation. They allege that patient was implanted on (B)(6) 2007.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Additional narrative: depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 1/21/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain , repeated dislocations of left hip with numerous revisions and numerous aspirations and limited in activities of daily living. Medical records reported left hip iliopsoas tendon impingement repair on (B)(6) 2008, bursitis and synovitis with debridement of iliopsoas tendon sheath and bursa and arthrotomy on (B)(6) 2009, and on (B)(6) 2010 reported extra pelvic fluid with aspiration and a radiograph with further lucency around the femoral prosthesis on the left side. The revision surgical note dated (B)(6) 2010 reported the stem to be loose and a crack in the calcar as the new femoral stem was implanted/seated and repaired with cable. The stem is reported on (B)(4). No dislocations were documented for this time period. The complaint was updated on: feb 11, 2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.